Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was explanted due to it was alleged that there was a crack and/or loose connection at the base of the snap interface. There were no environmental/external/patient factors that may have led or contributed to the issue.

Manufacturer narrative:
The returned catheter was attached to the snap base assembly with a suture. The catheter was 3.6 inches in length. Due to the length of the returned catheter, tensile testing could not be performed. The catheter met the requirements for patency and leak testing. Proteinaceous debris was observed on the interior of the catheter. The instructions for use cautions, ¿shunt obstruction may occur in any of the components of the shunt system. The ventricular catheter may become occluded by particulate mater such as blood clots or brain fragments¿¿ all catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.